Event description:
The svc report shows the high pressure alarm was out of spec. The svc technician verified that the alarm did not activate and adjusted the high pressure alarm circuit. The unit passed extended testing.